Event description:
It was reported that a high drain 104 alarm occurred at the end of therapy on the home choice (hc). This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The patient did not have any symptoms. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies until the new hc arrives. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. External and internal inspections were performed on the device and found no issues. The pneumatic system was tested and all pressures were found to be correct and stable. A short simulated therapy was performed on the device successfully. A review of the event history log of the device confirmed the alarm. The cause of the reported issue was determined to be a use error, the tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.